Event description:
Per clinical trial (B)(4): on (B)(6) 2020, patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. 2 pieces of galashape (galaflex 3d) were used. No concomitant procedures were done. On (B)(6) 2020, bilateral breast migration, malposition or contraction was reported. Patient presented with high implants. Physician recommended use of elastic breast band to help breasts drop into place and wear sports bra 24/7. An ae end date was not given. Review by medical affairs identifies as likely related to the device and not serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of migration. Medical affairs has assessed the patient¿s postoperative course as being not serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Migration is a known inherent risk of the surgery/use of the device and listed as a possible complication in the adverse reaction section of the instructions for use (IFU) supplied with the device. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.